Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported noticing a few spots of water on the inside of the cycler. Treatment was cancelled. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported the patient is non-complaint and has missed multiple follow-up visits. She spoke with the patient and scheduled a follow-up appointment and he missed that appointment as well. The patient was not prescribed antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.